Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f14 captures the reportable event of prolonged episode of care.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2026. During the procedure, the sphincterotome was introduced, opened, and inspected before being handed to the consultant. The consultant then proceeded with the sphincterotomy. However, it was observed during the procedure that the cutting wire broke. The device was subsequently removed. Hemostasis with erbe machine to coagulate and 0.9 percent of sodium chloride (nacl) was administered to ensure the bleeding will stop. The procedure was completed with the original dreamtome rx 44. The current condition of the patient was reported to be stable in the ward as the bleeding was successfully managed and controlled.